Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event created based on data from a research and development vf undersensing study. In the interest of continuous improvement of vf detection, intracardiac electrograms and episode summary reports were reviewed for the purpose of evaluating potential device enhancements. Based on review of stored data involving 15 model#e163 devices, the following clinical observations were identified in some episodes: oversensing (greater than 2 second of asystole).